Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the infection has since been resolved.

Event description:
Related manufacturer reference number:1627487-2021-19368. It was reported that the patient experienced an infection at both the lead and ipg incision sites. As a result, the patient was hospitalized and surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.